Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the product leaks when removing the needle. When the push button is engaged blood spatters through gauze. Product leaks when removing the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the product leaks when removing the needle. When the push button is engaged blood spatters through gauze. Product leaks when removing the needle."

Manufacturer narrative:
H6: investigation summary: bd received [5] samples for investigation. The 5 customer samples were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of leakage or defects during draw. Therefore, this complaint cannot be confirmed based on customer sample testing results. In addition, the 5 customer samples were subjected to retraction lockout testing to assess for leakage/splatter during activation of the safety mechanism. All samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on customer sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.